Manufacturer narrative:
Follow-up #1 date of submission 09/23/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2016 with the following findings: a visual inspection of the pump showed that the display was scratched. Unrelated to the complaint, the display was dim and discolored. The battery compartment was cracked and there was evidence of moisture observed in the battery compartment. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture was observed in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the display was scratched. It could not be confirmed if the display could be read. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a display issue.